Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial #: (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot #: j0424862v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot #: j0421701v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial #: (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) battery depletion was premature. It was noted that cycling was not programmed. The right ins battery voltage was 2.95v and left ins battery voltage was 2.60v. It was noted that the battery measurement was done on the date of this report. The patient was programmed at 3.6v, 90pw, 135hz, 2-c+ and impedances were 984 ohms, 3.696ma. The estimated longevity for elective replacement indicator (eri) was 3.05 years and end of service (eos) was 3.3 years. There were no hardware issues and the patient was not reporting any return of symptoms. Impedances were checked and were fine. Since (B)(6) 2013 the device had been on 97%, the patient lived in a nursing home and had no means of turning the device off. There were no error messages seen nor were there any messages in the observation box upon interrogation. Ins battery voltage at 2.59v and there was no eri message. It was noted that the last session date was (B)(6) 2013, which was the implant date. They were going to get the patient ready for a battery replacement. It was later reported the first interrogation on (B)(6) 2014 the left was at 2.59v after only 7 months. The patient had not been seen right after surgery, estimated (B)(6). The patient programmer had not shown an eri and patient programmer showed 2.63 or 2.64. Battery voltages had been taken down from the patient programmer from time to time and were as follows: (B)(6) 2.72v, (B)(6) 2.79v, (B)(6) 2.79v and last couple of days prior to the date of this report 2.78v. It was noted that 99% use was reported on (B)(6) print out. Therapy was working and they had no plans currently to remove the system. Patient was not going to be seen for a couple of weeks. It was noted that the other side was similar to the problematic side with the parameters at 3.6v, 2-3+ with same pulse width and rate. Impedances at the last visit were ok and ranged from 891-1509. All 3¿s were 1300-1500 890-971 with case. The left group was 984 ohms with 3.696ma. There was no programming changes made at the (B)(6) appointment and had only been interrogated because the patient had not been in a while. It was later reported that a replacement was required as a result of the event. Impedance testing was done and impedances were normal. The patient¿s settings had not changed from the previous device to the current device which had been implanted in on (B)(6) 2013. The previous device had remained in service for 52 months while the current device had reached end of service in 28 months. The issue was not resolved and the cause was not determined. There was less than 50% therapy relief for the left side implant. The patient was having the device replaced on (B)(6) 2015. Additional information received indicated that the device was replaced. The patient was in continuous mode. The patient was doing well and was receiving effective therapy.